Event description:
On (B)(6) 2012, while seated at my desk at work and moving from side to side in my rolling chair, my left tkr revision became "frozen" with my left leg in a bent position. I had severe pain and could not walk. Before the lot number: 1639631 was implanted, the doctor tried and removed the same catalog number piece as a lot number 1642665. Not sure if there was a defect or a fit problem.